Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not remaining inflated. The physician attempted to inflate the device and the device would deflate after 30 seconds to one minute. Surgical intervention was performed to explant the ipp and replace with a new ipp; however, the reservoir was not replaced. There were no patient complications reported.